Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient has been experiencing shooting pain in her left leg. It was also noted that she was unable to charge her ipg. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Event description:
A report was received that the patient has been experiencing shooting pain in her left leg. It was also noted that she was unable to charge her ipg. The patient will undergo a revision procedure.